Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, a flail, and an anterior prolapse. One clip was successfully implanted and deployed. To further reduce mr, another clip was implanted. After deployment of the second clip, a perforation of the anterior commissure was observed. No additional clips were implanted and mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.